Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung leaf removal, the device would not advance/hit. Another handle and reload were used to resolve the issue in order to complete the case. There was no patient injury.